Event description:
It was reported that during a photoselective vaporization of the prostate, a non bsc fiber was used for a total of 28,050 joules. A moxy fiber was opened to continue with the procedure, and low aiming beam visibility was noted. A break in the fiber body was identified. The fiber was exchanged with another moxy fiber and the procedure was completed without clinical consequences to patient.

Event description:
It was reported that during a photoselective vaporization of the prostate, a non bsc fiber was used for a total of 28,050 joules. A fiber was opened to continue with the procedure, and low aiming beam visibility was noted. A break in the fiber body was identified. The fiber was exchanged with another fiber and the procedure was completed without clinical consequences to patient.

Manufacturer narrative:
Investigation summary with all the available information, boston scientific concludes that the reported fiber break is confirmed as visual examination identified a fiber body break between the control knob and the distal tip. The aiming beam was observed at the fiber break. It is probable that excessive manipulation or bending during preparing for the procedure led to the fiber body break observed. The device instructions for use (IFU), state that the damage to the fiber can result in the emission of uncontrolled laser energy, and the fiber should not be excessively manipulated or bent. Device history record (DHR) the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Device technical analysis upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Visual examination of the fiber identified a body break between the control knob and the distal tip. No signs of devitrification or detritus was noted on the fiber tip. The fiber was functionally tested with helium neon (hene) laser fixture, and the testing conducted identified the aiming beam appeared at the break location. The connector cone, segments, and tabs appear in good condition and secured. The control knob is attached and aligned with fiber and can rotate the fiber. Labeling review a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. The IFU states the fiber is a precision device. Damage to the fiber can result in the emission of uncontrolled laser energy. Do not excessively manipulate or bend the fiber. Investigation conclusion based on the information available, a conclusion code of unintended use error caused or contributed to event was assigned to this investigation. The interaction between the user and device, or sample, caused or contributed to the error.